Event description:
At the beginning of the diagnostic colonoscopy, there was an "r on the lower right-hand side of the monitor while using a evis exera iii video system center and the device failed causing a one-hour procedural delay. The physician stated the image was reversed at the beginning of the case and the representative worked to resolve the issue. The doctor worked for an hour before switching out the tower and scope to the old equipment and then the procedure was completed in 20 minutes. No patient harm was reported.